Event description:
The technician alleged that the side rail would lock in the raised position. No pt impact.

Manufacturer narrative:
The technician cleaned and lubricated the side rail latch assembly to resolve the issue.